Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that puncture close of an unspecified artery was attempted using a proglide device. Reportedly, the proglide device was "explanted". The method used to achieve hemostasis was not reported. It is unknown if the physician is trained in the use of the proglide deivce. No additional information was provided.